Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of solution administration sets had indents along the line. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation and two (2) retained samples were evaluated. Visual inspection of the photo was performed and a kink/indentation tube with walls not touching was noted. The reported condition was verified. The cause of the kink could not be determined. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. Push-pull and air passage testing was performed, and no disconnections or blockages were noted. A functional test was performed using one (1) retained sample on an in-lab pump and the flow of liquid was observed throughout the set with no issues or alarms encountered. An underwater leak test was performed on both retention samples and no leaks were identified. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.